Event description:
It was reported that the patient was having difficulty charging her ipg and patients ipg had migrated due to it pitched in its pocket and cannot line up properly with her charger. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.